Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by j.s weston-simons in the bone and joint journal (2014): 96-b:59-64. This information was originally reported on 1825034-2015-02228 which referenced a journal article written on a study that this patient took part in. (B)(4).

Event description:
Information was received based on review of a journal article titled, "the mid-term outcomes of the oxford domed lateral unicompartmental knee replacement" which aimed to assess the survival and clinical outcomes of the domed oxford unicompartimental knee replacement in a large patient cohort in the medium term using the oxford unicompartimental knee revision, manufactured at biomet. A patient was identified in the article that underwent partial knee arthroplasty on an unknown date. Subsequently, patient underwent revision on an unknown date due to pain 34 months after initial procedure. There has been no further information provided and the patient outcome is unknown.